Manufacturer narrative:
Section a2: age and/or date of birth: not applicable, as there was no patient contact. Section a3a: sex: not applicable, as there was no patient contact. Section a3b: gender: not applicable, as there was no patient contact. Section a4: weight: not applicable, as there was no patient contact. Section a5: ethnicity: not applicable, as there was no patient contact. Section a6: race: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, a preloaded single piece monofocal intraocular lens (iol) was observed to be damaged during handling prior to any contact with the patient. It is unknown how the lens was damaged. The device was discarded. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the follow up 1 MDR, it was reported that the cartridge tip was damaged, however, section h6 device code 1135 and component code 4742 were inadvertently not included on the MDR. Therefore, this supplemental report is capturing the missing codes. The following field was updated accordingly: section h6: device code(s): 1135 - crack. Section h6: component codes: 4742 - inserter. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: although initially it was reported that "the issue was noted during handling prior to any contact with the patient"; however, additional information received clarified that the damage was identified during insertion of the lens into the patient¿s left eye. The cartridge tip was reported damaged. The lens itself did not contact the patient; however, the cartridge tip did. The procedure was completed successfully using a replacement lens of the same model and diopter. No additional medical or surgical interventions were required, and no patient injury was reported. The patient outcome was documented as expected ¿ good. It was noted the damage was not attributed to user error. The cartridge was lubricated with duovisc. The balanced salt solution (bss) used was at room temperature with shugarcaine added. Bss or ovd was introduced into the cartridge canopy. Average dwell time was a few minutes. No advancement of the lens was performed until the cartridge was handed to the surgeon; the surgeon performed the initial advancement and the first twist. Advancement is not continuous once the lens passes the dwell position ¿ when advancing the lens, complete turns are performed. No further information was provided. The following fields were updated accordingly: section a2: date of birth: (B)(6). Section a3a. Sex: female. Section a3b. Gender: cisgender woman/girl. Section d10: concomitant medical products: duovisc, bss with shugarcaine. The following fields were corrected accordingly based on the additional information provided: section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.